Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06may2020.

Event description:
The customer reported receiving an alert to check the ventilator for temperature. The device was in use with a patient however there was no impact to the patient. The customer confirmed finding the alert in the significant event logs and verified the air inlet filter was dirty. The customer replaced the air inlet filter which resolved the issue. The unit has been returned to service.